Manufacturer narrative:
Explant date field was left blank. This has been corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The pump was replaced because it malfunctioned on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid (1mg/ml at 0.25mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient began hearing the critical pump alarm on (B)(6) 2019 and per the event logs on (B)(6) 2019, a motor stall occurred on (B)(6) 2019 at 15:22 with no recovery. The patient did not have an MRI. The pump's elective replacement indicator (eri) would be (B)(6) 2019. It was uncertain if the doctor would decide to explant or replace the stalled pump. The hcp successfully programmed the pump to off state. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.